Manufacturer narrative:
The device was not returned to the MFR for physical eval, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. A companion sample from the same lot was returned for investigation and no defects were noted. In addition, an investigation of the device MFR records was conducted by the MFR. There were no deviations or nonconformances during the MFR process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt identified a leak when breaking down the machine. The pt was in fill 4 and could not advance. After disconnecting from the machine fluid leaked out of the cassette door. A peritoneal dialysis nurse stated that the pt felt fine. The pt's effluent remained clear. The pt was administered antibiotics prophylactically. The pt discarded the samples.